Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the manual clutch was not fully pushed over, pulled over, and fully engaged. When they squeezed the deadman switch with no pressure exerted in either direction, the system began to move backwards. The digital drive board was checked. Tp 8 was at 2.64 v and tp 10 was at 2.08 v. They were both supposed to be between 2.4 and 2.6 v. Digital drive board calibration was completed. The medtronic representative adjusted potentiometers until both test points measured 2.5 v. It was ensured that the system did not move in either direction when the deadman switch was activated. They drove the system around the operating room (or), in forward and reverse and made sure it drove smoothly and did not pull left or right. They measured test points on the drive board again to make sure the voltage had not drifted. The system was found to be fully functional. Codes b01, c13 and d02 are applicable to this system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that was making loud noises, like grinding and was beeping without any errors displaying on the system. They also reported that when pushing the drive handle, the system "rockets or jerks" backwards and had crushed an radiology technician's (rt) hand. The rt sustained some bruising from the incident. There was no patient involvement.